Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause of the reported event is attributed to a patient-specific reaction. Per dfu-0054-eo, revision 7: c. Contraindications 3. Foreign body sensitivity: ¿where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation.¿ 4. Foreign body reactions: see adverse effects, allergic-type reactions. D. Adverse effects 1. Infection, both deep and superficial. 2. Foreign body reactions. 3. Allergic-type reactions to pla (poly lactic acid) materials (plla, pldla) have been reported; these reactions have sometimes required implant removal. Patient sensitivity to device materials must be considered prior to implantation.

Event description:
On 30-dec-2025, a clindex notification was received indicating that a patient listed in the knee sport registry experienced wound dehiscence with purulent drainage following a right knee arthroscopy, mpfl reconstruction with hamstring autograft, and patellar chondroplasty performed on (B)(6) 2025. The patient reported increasing pain at the medial hamstring harvest incision over the past couple of weeks. During physical therapy on (B)(6) 2025, steri-strips were removed, revealing significant drainage from the midportion of the incision. The patient denied fevers or chills but noted local erythema, swelling, and pain around the incision. Knee motion was improving, and the patient remained compliant with the use of the knee brace. Due to wound dehiscence with purulent drainage, the patient was scheduled for right knee irrigation and debridement with wound closure on (B)(6) 2025. The procedure was planned as extra-articular only, with no intra-articular involvement, as this is a purely extra-articular wound infection. The event was indicated as not related to the arthrex knee fibertak anchors implanted on (B)(6) 2025.